Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 8/19/2016 with the following findings: there is a crack between case seal and keypad cove, as well as a attery compartment crack at the threads to the left of the bumper and at case seal below the bumper. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on (B)(6) 2016